Manufacturer narrative:
Product ID: 3487a-33, lot# 0205690557, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the lead was broken/fractured, and more specifically there was a rupture of the electrode. The patient had recurrence of pain. The patient was referred to neurosurgery for surgery. It was unknown if any action had been taken.